Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced frequent low glucose events with a reported value of 24 mg/dl and subsequent rebound high glucose reported at 357 mg/dl attributed to overtreatment of hypoglycemia, did not use meal announcements due to concern about meal insulin dosing, and ultimately underwent a factory reset. The event was associated with a user procedure issue. Symptoms included hypoglycemia with dizziness and shaking. Outcomes included the need for oral glucose administration without hospitalization. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem, and that no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.